Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the tweezers presented a defect during the hepatectomy surgery. The teflon tip detached when the surgery was already mid-to-end, after more than 2 hours. Product was replaced by a competitor one. No patient impact reported.

Manufacturer narrative:
(B)(4). Additional information received: is the tissue pad completely missing from the clamp arm? No, only part of the teflon detached. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.